Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the power switch has no alarm. Additional malfunction is the pilot valve alarms.